Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative provided additional information stating that during the therapeutic ebus (endobronchial ultrasound) bronchoscopy, two needles failed. The first needle failed to come out of the sheath when passed through the scope. An attempt was made to use a second needle, but upon removal from the packaging, the sheath fell off of the needle before entering the bronchoscope. A third needle was used and ultimately worked. The failure of the needles resulted in a 10 minute delay while the patient was under general anesthesia. No error messages were reported. No patient harm or injury was reported. The related patient identifiers are as follows: (B)(6) : na-u403sx-4019, lot kr383609. Reporting needle did not lock and failed to come out of the sheath (B)(6) : na-u403sx-4019, lot unknown. Reporting the needle with loose/detached sheath.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation, due to being discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, the aspiration needle lock would not lock. The event occurred during an unspecified therapeutic procedure. There was no report of patient harm.